Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) system stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, but patient-initiated interrogation was unsuccessful. The patient was referred to contact their clinic regarding the red call doctor icon. Furthermore, the crt-d was successfully interrogated, and an alert was recorded for high shock lead impedances out of range on this right ventricular (rv) lead. At this time, this device remains in service and there were no adverse patient effects reported.